Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 50-10400 lot v1340356 before the market release. No anomalies have been found. The original lot, manufactured in 04/2013, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first notification received from this specific device lot. Technical evaluation: the device involved in this event has not yet been received by orthofix (B)(4) (device in use by patient). The technical evaluation will be performed as soon as the device becomes available. Medical evaluation: the info available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the technical evaluation and/or further info on the case are available. Orthofix (B)(4) has requested further info on the event such as event date and patient's info. Unfortunately, this info has not yet made available. As soon as further info and/or the results of the technical evaluation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The info provided by the local distributor indicates: hospital name: (B)(6); surgeon name: mr. (B)(6); body part to which device was applied: tibia; surgery description: pilon fracture; problem observed during: clinic; type of problem: device functional problem; event description: strut is popping off the ring, not holding. It has popped out four times. The surgeon is happy, it is inserted properly (to black line) and he is tightening it as much as he can with a 3.2mm key. However, when she mobilises on it, the strut seems to come loose again. The complaint report form indicates: the device failure did not cause adverse effects to pt; the surgery was completed with used device; the device involved will be available for evaluation after the removal of the frame; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available. Info on pt current health condition: pt current health conditions are good. On 08/04/2015, orthofix (B)(4) received the following additional info: "I believe that the plastic tie was used for a short period of time until the new torque wrench for the hexapod arrived and we have had no further issues since then. The strut still remains on the frame. The date I have for the surgery is (B)(6) 2015". The distributor also confirmed that the device involved was a long tl hex strut, code 50-10400, batch number v1340356. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records. Orthofix srl checked the internal records related to the controls made on the device code (B)(4), lot v1340356 before the market release. No anomalies have been found. The original lot, manufactured in (B)(6) 2013, was comprised of (B)(6) units. All of them have already been distributed to the market. According to orthofix srl historical records, this is the first notification received from this specific device lot. On (B)(6) 2015 orthofix srl received two devices related to this event: one 50-10400 long strut tl-hex - 158mm-318mm, lot v1340356, together with one 56-20020 full ring, 160mm, tl-hex, lot v1334504. Both devices were investigated by orthofix srl quality engineering department. The devices were subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check performed on the strut and the ring did not evidence any anomalies. The dimensional check evidenced that both devices meet orthofix srl specifications. The functional check performed with different struts, to verify if the strut pop off the ring, was positively passed for all of the holes of the ring. None of the struts positioned pop off the ring. After the assembling of the struts on the ring it was made an attempt to pull them out from the ring applying a force to extract them. No anomalies were detected. All the struts remain in place. The performed test confirmed that if the struts are properly inserted into the holes it was not possible to remove them from the ring (without moving the set screw). The technical analysis performed evidenced that the returned devices still worked properly. The struts inserted inside the holes of the ring can be held in place without problems, even if a force is applied to remove them. The problem notified might be attributable to a not proper tightening process in the surgery room. It is important to remember that for a proper usage, initially the set screw has to be loosen, then the two struts have to be inserted into the holes and finally it is possible to tighten the set screw. The information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "a tl hex system was being used to treat a fractured tibia. One of the strut fixations has become unreliable and has to be tightened when the patient mobilises. It is not clear why this is the case. However the patient's condition is normal and all the treatment has been carried out as planned. We cannot therefore make any particular comment without seeing the device, which will not be available until the fixator is removed. The surgeon says that the strut was inserted correctly. As far as we can tell the treatment is continuing as planned. We therefore have to wait for further information when the reference devices are available for analysis. It seems that all of the struts and the strut locking screws functioned normally in the tests. The point made in the complaint was that the strut screw could be tightened initially, but after a time it became loose. We can only assume that there was some technical error in tightening the set screw. The results of the technical evaluation evidenced that the returned devices still worked properly. The medical evaluation evidenced as follow: "it seems that all of the struts and the strut locking screws functioned normally in the tests. The point made in the complaint was that the strut screw could be tightened initially, but after a time it became loose. We can only assume that there was some technical error in tightening the set screw." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: mr. (B)(6); body part to which device was applied: tibia; surgery description: pilon fracture; problem observed during: clinic; type of problem: device functional problem; event description: strut is popping off the ring, not holding. It has popped out four times. The surgeon is happy, it is inserted properly (to black line) and he is tightening it as much as he can with a 3.2mm key. However, when she mobilises on it, the strut seems to come loose again. The complaint report form indicates: the device failure did not cause adverse effects to patient; the surgery was completed with used device; the device involved will be available for evaluation after the removal of the frame; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are not available; information on patient current health condition: patient current health conditions are good. On (B)(6) 2015, orthofix srl received the following additional information: "I believe that the plastic tie was used for a short period of time until the new torque wrench for the hexapod arrived and we have had no further issues since then. The strut still remains on the frame. The date I have for the surgery is the (B)(6) 2015". The distributor also confirmed that the device involved was a long tl hex strut, (B)(4). On (B)(6) 2015, orthofix srl received the following additional information: "I have managed to obtain the strut in question and the proximal or master ring involved. I will send you both as it seems to be an issue with the ring hole and grub screw maintaining the stable locking of the strut in place. Just to recap on the issue: the strut positioned as the no.2 strut on the hex, after maximum tightening of the grub screw was found to become loose in its ring hole and was found to pop out. The reg explained that he would tighten the grub screw as much as possible and immediately there was no issue, but after time it became loose again." On (B)(6) 2015, orthofix srl received the following additional information: "the device will be returned today. The strut was held in place by a plastic tie until the newly developed torque wrench was supplied. The hexapod has been safely removed with a positive outcome. The issue with the hexapod strut did not affect the health or wellbeing of the patient." On (B)(6) 2015, orthofix srl received the following additional information: the strut became loose after 12 hours from tightening. Manufacturer reference number: (B)(4).